Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic) and abortion of ectopic pregnancy ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test" and device ineffective "device ineffective". The patient's medical history included fracture of spine and parity 2 (date of birth: (B)(6)2004, (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) of 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general), dyspareunia ("pain during intercourse\ dyspareunia (painful sexual intercourse), fatigue ("other injuries/symptoms:fatigue"), the first episode of night sweats ("night sweats"), migraine ("migraine/headaches"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis") and mood swings ("mood swings") and was found to have weight increased ("other injuries/symptoms:weight gain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), spinal fracture ("broken back"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding), vaginal infection ("bladder/urinary problems :vaginal infection"), abdominal distension ("bloating"), headache ("other injuries/symptoms:headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), the second episode of night sweats ("hormonal changes: night sweats"), bacterial vulvovaginitis ("bacterial infection"), premature menopause ("early menopause"), back pain ("lower back pain"), vulvovaginal pain ("near vagina pain"), pain in extremity ("inner leg pain") and abdominal pain lower ("lower left and right abdomen"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, spinal fracture, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal infection, abdominal distension, headache, fatigue, weight increased, bladder disorder, urinary tract disorder, the last episode of night sweats, bacterial vulvovaginitis, migraine, vaginal discharge, premature menopause, bacterial vaginosis, mood swings, back pain, vulvovaginal pain, pain in extremity and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, back pain, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, premature menopause, spinal fracture, urinary tract disorder, vaginal discharge, vaginal infection, vulvovaginal pain, weight increased, the first episode of night sweats and the second episode of night sweats to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Pregnancy test - in 2016: (unspecified): positive. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events- bacterial vaginosis, night sweats, vaginal pain, leg pain, lower back pain, abortion of ectopic pregnancy, device monitoring procedure not performed, abdominal pain lower were added & one event was updated from hormonal changes to mood swings. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic) and abortion of ectopic pregnancy ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test" and device ineffective "device ineffective". The patient's medical history included fracture of spine and parity 2 (date of birth: (B)(6) 2004, (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) of 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general), dyspareunia ("pain during intercourse\ dyspareunia (painful sexual intercourse), fatigue ("other injuries/symptoms:fatigue"). The first episode of night sweats ("night sweats"), migraine ("migraine/headaches"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis") and mood swings ("mood swings") and was found to have weight increased ("other injuries/symptoms:weight gain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), spinal fracture ("broken back"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding), vaginal infection ("bladder/urinary problems :vaginal infection"), abdominal distension ("bloating"), headache ("other injuries/symptoms:headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), the second episode of night sweats ("hormonal changes: night sweats"), bacterial vulvovaginitis ("bacterial infection"), premature menopause ("early menopause"), back pain ("lower back pain"), vulvovaginal pain ("near vagina pain"), pain in extremity ("inner leg pain") and abdominal pain lower ("lower left and right abdomen"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, spinal fracture, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal infection, abdominal distension, headache, fatigue, weight increased, bladder disorder, urinary tract disorder, the last episode of night sweats, bacterial vulvovaginitis, migraine, vaginal discharge, premature menopause, bacterial vaginosis, mood swings, back pain, vulvovaginal pain, pain in extremity and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, back pain, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, premature menopause, spinal fracture, urinary tract disorder, vaginal discharge, vaginal infection, vulvovaginal pain, weight increased, the first episode of night sweats and the second episode of night sweats to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Pregnancy test - in 2016: (unspecified): positive. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test" and device ineffective "device ineffective". The patient's medical history included fracture of spine and parity 2 (date of birth: (B)(6)-2004, (B)(6)-2010). On (B)(6)-2010, the patient had essure inserted. In(B)(6)-2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("other injuries/symptoms:weight gain"). In (B)(6)- 2011, the patient experienced dyspareunia ("pain during intercourse\ dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), headache ("other injuries/symptoms:headaches"), fatigue ("other injuries/symptoms:fatigue"), night sweats ("night sweats"), the first episode of premature menopause ("early menopause"), migraine ("migraine/headaches"), mood swings ("mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)- 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6)- 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis") and urinary tract infection ("uti"). In (B)(6)- 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), spinal fracture ("broken back"), pelvic pain ("pelvic pain"), vaginal infection ("bladder/urinary problems :vaginal infection"), abdominal distension ("bloating"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), bacterial vulvovaginitis ("bacterial infection"), the second episode of premature menopause ("early menopause"), back pain ("lower back pain"), vulvovaginal pain ("near vagina pain"), pain in extremity ("inner leg pain") and abdominal pain lower ("lower left and right abdomen"). The patient was treated with antibiotics, fluconazole (diflucan), metronidazole (flagyl) and surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, spinal fracture, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal infection, abdominal distension, headache, fatigue, weight increased, night sweats, bladder disorder, urinary tract disorder, bacterial vulvovaginitis, migraine, vaginal discharge, the last episode of premature menopause, bacterial vaginosis, mood swings, back pain, vulvovaginal pain, pain in extremity, abdominal pain lower, vaginal haemorrhage and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, back pain, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, night sweats, pain in extremity, pelvic pain, spinal fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of premature menopause and the second episode of premature menopause to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Pregnancy test - in 2016: (unspecified): positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)--2020: plaintiff fact sheet was received-new events abnormal bleeding (vaginal), early menopause, uti were added. Treatment drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test" and device ineffective "device ineffective". The patient's medical history included fracture of spine and parity 2 (date of birth: (B)(6) 2004, (B)(6) 2010). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("other injuries/symptoms:weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse\ dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), headache ("other injuries/symptoms:headaches"), fatigue ("other injuries/symptoms:fatigue"), night sweats ("night sweats"), the first episode of premature menopause ("early menopause"), migraine ("migraine/headaches"), mood swings ("mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis") and urinary tract infection ("uti"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), spinal fracture ("broken back"), pelvic pain ("pelvic pain"), vaginal infection ("bladder/urinary problems :vaginal infection"), abdominal distension ("bloating"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), bacterial vulvovaginitis ("bacterial infection"), the second episode of premature menopause ("early menopause"), back pain ("lower back pain"), vulvovaginal pain ("near vagina pain"), pain in extremity ("inner leg pain"), abdominal pain lower ("lower left and right abdomen") and pelvic discomfort ("pelvic discomfort"). The patient was treated with antibiotics, fluconazole (diflucan), metronidazole (flagyl) and surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, spinal fracture, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal infection, abdominal distension, headache, fatigue, weight increased, night sweats, bladder disorder, urinary tract disorder, bacterial vulvovaginitis, migraine, vaginal discharge, the last episode of premature menopause, bacterial vaginosis, mood swings, back pain, vulvovaginal pain, pain in extremity, abdominal pain lower, vaginal haemorrhage, urinary tract infection and pelvic discomfort outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, back pain, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, night sweats, pain in extremity, pelvic discomfort, pelvic pain, spinal fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of premature menopause and the second episode of premature menopause to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Pregnancy test - in 2016: (unspecified): positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: pfs received. Event:pelvic discomfort were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), genital haemorrhage ('abnormal bleeding (general)') and spinal fracture ('broken back') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included fracture of spine and parity 2 (date of birth: (B)(6)). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), spinal fracture (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems :vaginal infection"), abdominal distension ("bloating"), headache ("other injuries/symptoms:headaches"), fatigue ("other injuries/symptoms:fatigue"), night sweats ("night sweats"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), bacterial vulvovaginitis ("bacterial infection"), migraine ("migraine/headaches"), vaginal discharge ("vaginal discharge") and premature menopause ("early menopause") and was found to have weight increased ("other injuries/symptoms:weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, spinal fracture, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal infection, abdominal distension, headache, fatigue, weight increased, night sweats, bladder disorder, urinary tract disorder, hormone level abnormal, bacterial vulvovaginitis, migraine, vaginal discharge and premature menopause outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain, bacterial vulvovaginitis, bladder disorder, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, night sweats, pelvic pain, premature menopause, spinal fracture, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Pregnancy test - in 2016: (unspecified): positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: the case was upgraded from other event to incident. Plaintiff fact sheet received. Events¿ pregnancy (ectopic), hormonal changes, abnormal bleeding (general), bacterial infection, migraine/headaches, vaginal discharge, early menopause, broken back and device ineffective were added. Reporter, demographic, medical history, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.